Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient was in the emergency department, a merlin on demand transmission could not be sent from the device. Patient was in bradycardia and reported feeling unwell a day before. Patient also mentioned that the device vibrated few days ago. Device could not be interrogated. Device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.